Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 with a low blood glucose level of 39 mg/dl. The customer was treated for their blood glucose with a glucagon shot. The customer reports that their sensor displaying wrong readings of sensor and blood glucose. The customer's blood glucose was 39 mg/dl and the sensor glucose was 94 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in range. The customer declines troubleshooting stating that their insulin pump works fine and is happy with the device. The customer adjusted the settings on their insulin pump.